Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1906 is being used to capture the reportable event infection.

Event description:
It was reported that a spaceoar vue placement procedure was performed under local anesthesia on (B)(6) 2024 . During the procedure, the successful injection was confirmed via ultrasound. No adverse events were noted. However, 12 days after the procedure, on (B)(6) 2024 , the patient experienced a serious prostate infection. The patient was hospitalized, treated with medication, and received an additional computerized tomography scan.

Event description:
It was reported that a spaceoar vue placement procedure was performed under local anesthesia on (B)(6) 2024. During the procedure, the successful injection was confirmed via ultrasound. No adverse events were noted. However, 12 days after the procedure, on (B)(6) 2024, the patient experienced a serious prostate infection. The patient was hospitalized, treated with medication, and received an additional computerized tomography scan. Additional information. It was reported that on (B)(6) 2024, the patient presented with scrotal and perineal pain. The subject underwent blood tests, which revealed elevated white blood cell count and c-reactive protein (crp) levels. A computerized tomography (CT) scan showed inflammatory changes in the periprostatic and mesorectal areas, but no organized collection was found. The subject was treated with intravenous co-amoxiclav, which resolved their fevers and improved their blood test results. They were discharged on (B)(6) 2024, with a prolonged course of co-amoxiclav. The diagnosis noted in the discharge summary was a possible infected spaceoar site or prostatitis, although the cause of the infection was uncertain.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1906 is being used to capture the reportable event infection. Patient code e2326 is being used to capture the reportable event inflammation. Patient code e2330 is being used to capture the reportable event pain. Block h11: block b5 and h6 have been updated based on additional information received on 01/27/2025.

Manufacturer narrative:
Additional information block a3 has been with the patient information. Block b5 has been updated with patient symptoms. Block d4, h4 has been updated with unp/lot number. Block h6 has been updated with patient symptoms. Block h6: patient code e1906 is being used to capture the reportable event infection. Patient code e2326 is being used to capture the reportable event inflammation. Patient code e2330 is being used to capture the reportable event pain. Block h11: block b5 and h6 have been updated based on additional information received on 01/27/2025.

Event description:
It was reported that a spaceoar vue placement procedure was performed under local anesthesia on (B)(6) 2024. During the procedure, the successful injection was confirmed via ultrasound. No adverse events were noted. However, 12 days after the procedure, on (B)(6) 2024, the patient experienced a serious prostate infection. The patient was hospitalized, treated with medication, and received an additional computerized tomography scan. Additional information. It was reported that on (B)(6) 2024, the patient presented with scrotal and perineal pain. The subject underwent blood tests, which revealed elevated white blood cell count and c-reactive protein (crp) levels. A computerized tomography (CT) scan showed inflammatory changes in the periprostatic and mesorectal areas, but no organized collection was found. The subject was treated with intravenous co-amoxiclav, which resolved their fevers and improved their blood test results. They were discharged on november 26, 2024, with a prolonged course of co-amoxiclav. The diagnosis noted in the discharge summary was a possible infected spaceoar site or prostatitis, although the cause of the infection was uncertain. Additional information: it was reported that the patient experienced urinary urgency. The event was reported to be possible related to the device or index procedure.